Manufacturer narrative:
The customer replaced the bag to vent switch to resolve the issue. There was no ge healthcare repair.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected during pre-use checkout. There was no patient involvement.